Event description:
The case was an ercp (endoscopic retrograde cholangiopancreatography), the sphinctertomy's cutting wire broke off during the procedure. As soon as the broken wire was observed, the instrument removed from the scope and a new sphincterotome was used with success.